Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis fridge would not open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator did not open. A field service engineer unlocked and opened the door manually to trigger a failure, allowing space to show up in the recovery screen to resolve the issue. The customer confirmed successful recovery and access. The system functioned as intended after the field service engineer repaired the device.